Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and swapped the suite pc and tried reloading the software multiple times as per nss¿s(national support specialist) suggestion. The field service engineer (fse) replaced the x-ray pc, network switch, and the cable connected to the tsm table because of software failure. Despite these changes, the problem continued, prompting the fse to also replace the flexvision pc, ethernet switch, and reload the system software. The x-ray pc and flexviewing pc 4fg were returned to philips for further investigation. The analysis identified that the x-ray pc malfunction was caused by the hdd bay, while the reason for the flexviewing pc failure could not be identified based on the supplier's assessment. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that during a procedure the system was shutting down. The patient was moved to another room to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.